Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It was reported that the sheath was upsized to an 18f and hemostasis was not achieved with the pre-placed proglide sutures of the one proglide. It should be noted that the proglide instructions for use (IFU), states: for arterial and veneous sheath sizes greater than 8f, at least two devices and the preclose technique are required. In this case, it is unknown if the use of only one proglide device directly contributed to the reported failure to achieve hemostasis. Additionally, a non-abbott device was attempted to be used to achieve hemostasis; however, hemostasis was still not achieved and therefore cut down surgery was performed. The patient effect of hemorrhage is listed in the proglide instructions for use (IFU), as a potential adverse event associated with use of the suture mediated closure devices. In the absence of device returned for analysis, a conclusive cause for the reported difficulty could not be determined. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue.

Event description:
It was reported that suture placement in the left femoral artery was attempted with a proglide device using the pre-close technique via an 8f sheath prior to a transcatheter aortic valve implantation (tavi) interventional procedure. The sheath was upsized to 18f and the tavi procedure was completed. Hemostasis was not achieved with the pre-placed proglide sutures of the one proglide. A non-abbott device was attempted to be used to achieve hemostasis; however, hemostasis was still not achieved and therefore cut down surgery was performed. The patient was given a blood transfusion due to the loss of blood. There was a clinically significant delay in treatment due to cut down surgery. There was no reported adverse patient sequela. No additional information was provided.